Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. The customer reported that they calibrated the sensors numerous times and also replaced the oxygen sensors. The customer reported when using an oxygen analyzer, at 100%, the analyzer is reading 98%. Therefore, the unit is giving 100% when it is set at 100. The reading on the screen says a different thing. Also reported was that the unit alarms oxygen inlet low' when 100% is set. Technical support instructed customer to calibrate the fio2 inlet transducer. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established

Event description:
The customer reported fio2 % was out of specification issue on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.